Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the u.s. FDA issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Since the device was not returned, no device eval was performed.

Event description:
The physician reported that the associated sleeve of the subject lead was missing, and the suture sleeve from another device was used for the implantation.